Event description:
Related manufacturer reference number: 2017865-2023-52352. Related manufacturer reference number: 2017865-2023-52353. Related manufacturer reference number: 2017865-2023-52356. It was reported that the patient presented for a follow-up in clinic. It was noted that the header of the implantable cardioverter-defibrillator was visible with purulent drainage. The right atrial, right ventricular and left ventricular leads eroded. The whole system was explanted due to pocket erosion and infection. The patient was is stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.